Event description:
Caller reported a malfunction on a pump, which caused the customer's blood glucose level to exceed safe thresholds, reaching 520 mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). Tandem technical support (cts) decided to replace the pump, ensuring the customer would not experience an interruption in insulin delivery by using mdi as a backup. Cts instructed the customer on how to manage the existing pump and facilitated its return within a specified timeframe. They also ensured the customer understood how to set up the replacement pump, confirming no third-party assistance was required beyond normal support.